Manufacturer narrative:
The device was received with intermittent esc and act buttons due to flattened dome switches. There was no unlocked keypad connector. The pump was received with partially broken reservoir tube lip, and with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a broken case at the reservoir compartment, and at the connections. No further information provided.